Event description:
It was reported there was premature battery depletion and charge circuit timeout occurred. The device was explanted. No patient complications have been reported as a result of this event.